Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm during a bolus. The customer's blood glucose reading was 340mg/dl. The customer stated that her insulin pump gave her a no delivery alarm during a bolus. The customer stated that the insulin did not exit and the pump alarmed no delivery. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and pushes the insulin slowly through the tubing. The customer will be sent a replacement infusion and reservoir set.